Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system which included two leads from the same lot. Review of patient device records identified one of the two aforementioned leads had been explanted and replaced. The cause for the procedure is unknown and the explanted device was not returned to the manufacturer for analysis.